Manufacturer narrative:
(B)(4).

Event description:
The patient mentioned her first implantable neurostimulator (ins) didn't last long "2-3" year after (patient stated the representative was surprised) . The indications for use for this patient were urinary dysfunction/sacral nerve stimulation no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.